Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was within normal temperature conditions at the time of the alarm. Additionally, it was reported that the wake button was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. There was no impact to the customer's blood glucose levels. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.